Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was seen in clinic the day of the report. Patient was fitted for their recharge system in (B)(6) 2021, and in (B)(6) 2022 they were diagnosed with epilepsy. They also reported that when patient charges their implantable device (ins), they notice they have a seizure after charging (this was prior to being medicated). Patient was also having seizures when not charging. The last seizure was (B)(6) 2023. Patient tells healthcare professional (hcp) that they haven't charge the ins much because they were worried about the same connect with their fits/seizures. Another issue patient has been having is the charging pod giving them small electric shocks during the charging process - from the 2 small metal dots where the pod charges on the dock. Patient has tried putting a barrier of paper or cardboard between  skin and the two metal dots but  still gets the shocks. Patient can gain a good bond with the battery no problem, and stated that the skin is always dry when charging and  they were not sweaty. Patient has turned down to the slower charge to minimize the shocks and hotness however still remains the same.

Manufacturer narrative:
G2: country united kingdom. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.